Event description:
Tah performed 5/6/97. Suprapubic catheter placed. Discharged home 5/9/97 with catheter in place. Returned 5/11 for wound check and bladder challenge. Passed challenge. Attempts to remove catheter met with resistance and tip broke off. Attempts to remove via local and clamp were unsuccessful. Pt taken to the or under regional, tip removed via cystoscopy. Pt discharged home same day.